Event description:
It was reported the patient was admitted due to cardiogenic shock. During a right heart catheterization which was performed for reasons unrelated to the cardiomems device it was found that the patient had reduced cardiac index and elevated filling pressures. The patient was treated with diuretics. Additional information was requested but has not yet been provided.